Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11750. It was reported, the pt was experiencing heating at the ipg pocket site while charging the ipg. The pt reported, the issue was uncomfortable, and the heating begins within the first 5 minutes of charging. It was reported, the area does not get red, and the sensation goes away once the charging is discontinued.

Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.